Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
It was reported that when the patient went around two clocks in her home they get real staticky. The one in the bathroom goes crazy. The patient still had pain. The patient felt like something was wrong. The problems with the clocks started since she came home from having their pump replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 389033, lot # j0406626v, implanted: (B)(6) 2004, product type lead; product ID 389033, lot # j0421797v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n265487, implanted: (B)(6) 2014, product type accessory. (B)(4).